Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 60 mg/dl - 100 mg/dl. The customer reported symptoms of headache every morning, and customer has informed the physician. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The customer is currently taking medication to manage diabetes. The customer have not had any recent changes in diet. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 161 mg/dl and 166 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is month of (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(4). Adverse event not reported.